Manufacturer narrative:
The insulin pump was received with the display stuck on number 2 and a constant tone due to a cold solder joint on the mother board. No blank display or cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer received a blank display. The customer stated the blank display occurs after a battery change. Customer's blood glucose was 162 mg/dl. Troubleshooting was unable to retrieve the customer's display. Customer stated their battery compartment was not damaged or corroded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.